Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specs. In conclusion, as all the analysis results of the batch are conforming.

Event description:
After treatment with juvederm ultra plus in the nasolabial folds and botox in the crow's feet, forehead, and glabella the pt experienced symptoms of pain in the right eye, headache and edema. The pt was prescribed an oral medrol dosepak. Recent follow up from the physician notes that the symptoms have resolved.